Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached hub is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed the purple luer connector was detached from the extension tubing and missing. Use residue was observed throughout the returned sample. Both lumens of the sample were flushed with a 12 ml syringe of water. Both lumens were found to be patent to infusion and aspiration and no leaks were observed when the lumens were pressurized. A microscopic observation revealed the break surface of the extension tubing of the purple lumen was uneven and rough and exhibited cracks/fissures and beach marks, which are indicative of material fatigue. The extension tubing material of the red lumen was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and what appeared to be the beginning of cracking or splitting was observed at one or more of these points. A lot history review (lhr) of rebx1581 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebx1581) have been reported from one facility. [Mw5075235 (B)(4).pdf].

Event description:
Per medwatch; it was reported that while at a skilled nursing facility, the patient noted some leaking from his double lumen PICC line yet did not report it at that time. Reportedly, the purple hub then became disconnected completely from the catheter lumen leaving an "open line". The end of the line was secured with tape and the patient was transported to the hospital to have PICC assessed. The reported damaged PICC line was replaced with a new provena PICC line.